Event description:
Boston scientific crm received information that these leads were repositioned due to sensing. The 4135 lead was repositioned from the ventricle to the atrial and the 4136 lead was repositioned from the atrial to the ventricle. No adverse patient effects were reported. Both leads remain in service. Should further information become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.